Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the eval revealed that the proper CT loading procedure was not followed. CT data was loaded twice, which lead to the wrong data being used for the case. It was therefore concluded that by not being able to register the anatomy to the CT data (which is a safety feature inherent in the registration process), the wrong data could not be used and the case with rio could not be continued. This feature therefore worked as intended by preventing the use of incorrect CT data.

Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. During the procedure, after a few attempts to register the bone, an acceptable registration result was not obtained. The makoplasty specialist (mps) present at the case hypothesized that an outdated CT scan had been loaded for the pt. As a result, the surgeon elected to use another unicondylar knee device.